Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit device presented overheating. The problem was noticed during set up, no delay or further complications were reported, and the procedure was finished with a smith and nephew back up device.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found a discolored cable. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a short circuit in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.